Manufacturer narrative:
(B)(6).

Event description:
It was reported that several episodes of non sustained lead noise due to crosstalk were observed. The device was reprogrammed. The patients condition was good.